Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported right side "severe pain", rupture, "micro-calcifications", "inflammatory looking axillary lymphadenopathy", and "whole breast capsules with a moderate granulomatous reaction". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "severe pain", rupture, "micro-calcifications", "inflammatory looking axillary lymphadenopathy", "whole breast capsules with a moderate granulomatous reaction", "presenting changes in the shape and consistency of the right mammary gland, consisting of progressive hardening", "burning sensation", "change in placement", "inflamed periprosthetic capsule and with reactive granulation tissue", and ¿chronic inflammation caused by the texture of the implants, such as the ones the patient had, can end up causing alcl¿. The device has been explanted.

Manufacturer narrative:
Additional health effect impact codes: f2203.

Event description:
Healthcare professional reported right side "severe pain", rupture, "micro-calcifications", "inflammatory looking axillary lymphadenopathy", "whole breast capsules with a moderate granulomatous reaction", "presenting changes in the shape and consistency of the right mammary gland, consisting of progressive hardening", "burning sensation", "change in placement", "inflamed periprosthetic capsule and with reactive granulation tissue", and ¿chronic inflammation caused by the texture of the implants, such as the ones the patient had, can end up causing alcl¿. The device has been explanted.